Manufacturer narrative:
Correct: b.5, remove 'other - biomed' from g.3. The customers reported issue of both pcu devices simultaneously alarming with 120.4610 was confirmed and replicated during testing only when the input voltages were outside the design limits. It was also observed in the pcu devices log that the pump modules were channeled of by the user after the system error occurred and did not unexpectedly shutdown as reported. Inspection: the pcu device 13923402 was received with instrument seal missing. The pcu device was observed with a broken knob/ lead screw. One of the battery screw wells was observed cracked. Internal inspection observed no anomalies with the power supply board, switching power supply or any of the electrical components. The right (male) iui was observed with dry fluid residue. The left (female) iui was observed to be in good condition. The pcu device was observed with a broken knob/ lead screw. . The pcu was observed with a sticker noting the battery was replaced on 2/20/219. Log review: ¿ both returned pcu device¿s error log recorded error code 120.4610 on 16 (B)(6) 2021 at 5:47:22 am. The customer reported that the occurrence of the system error code occurred during their generator testing. ¿ review of pcu device s/n (B)(6) logs show the customer channeling off the devices individually after the malfunction occurred. ¿ review of pcu device s/n (B)(6) log show the system was channeled off after the user confirmed the malfunction (soft key 14). ¿ replicating the error only occurred when the input voltage was far outside the alaris system design requirements for ac input and iec 60601-1-2 ed. 3.0, clause 6.2.7, for professional healthcare facility environment in regards to voltage dips, short interruptions and voltage variations on power supply input lines. ¿ the reported error message was not replicated when the input voltages were at the design limits. Root cause: the probable cause of the customers report that both pcu device¿s simultaneously alarmed with 120.4610 was attributed to the system experiencing a voltage drop that coincided with the facilities generator test. Device history review: a review of the device history record showed the device had a manufacture date of (B)(6) 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there an event involving 2 pc units (pcu's) that were on the same patient in the critical care unit. Both devices simultaneously alarmed with 120.4610 errors and unexpectedly shut down. The customer reported ¿alaris pumps both had system error - operating channels will continue as programmed. Code 120.4610." The patient was three hours post heart transplant with multiple life-sustaining drips infusing when the system error occurred simultaneously with 2 alaris pcu's and eight channels of medications. Both devices had been plugged in immediately following the or, and there was no "low battery" warnings from either pump. The biomedical engineer noted that the devices were plugged into a powermate which was plugged into emergency red outlets. The failure coincided with the facility¿s monthly generator test. After replacing both pcu's, there were no further safety concerns regarding the infusions being safely administered to the patient. At the time of pcu failures, there were twelve drips infusing; four pumps modules for each of three separate pc units. At the time of pump alarms/failure all three pc units were plugged into the powermate with the green light illuminated on the front. It should be noted that only two of the three pumps alarmed/failed and the third pump remained operational, thus indicating that the powermate was most likely working properly and the red outlet was working as well. Both pcus passed diagnostic testing and the errors did not reappear, however some physical cracks were found on each battery. The customer reported there were no issues with the lvps. There was no patient impact and no known issues from infusion stopping briefly while pcus were exchanged. Received a copy of medwatch from FDA, stating: "alaris progressive care units (pcus) both had "system error operating channels will continue as programmed. Code 120.4610." This patient was three hours post heart transplant with multiple life sustaining drips running when this system error happened with 2 alaris pcus and eight channels of medications at the same time. Both pumps had been plugged immediately following or, and there was no "low battery" warnings for either pump. The nurse was in the room but not actively using or programming pumps. Both pcus were swapped out to keep the medications running. The event occurred around the time of the monthly generator test. We have requested facilities set up a monitor on the circuit for the next generator test. The generator test happens though monthly for all of the hospital and this is not known to have caused problems in the past with any pumps. Also there was a third pump in the room and part of the same circuit that did not experience the failure. Test #1 test performed: log files pulled and diagnostic tests; date: [20/feb/2021] ; results: log files were pulled and confirmed error as well as the timing. The errors happened at the exact same time. 120.4610 error at 5:47:22 am on 01/16/21 standard diagnostic testing was completed and both pcus passed.; test #2 test performed: power recording during generator test; date: [20/feb/2021]; results: facilities intends to see up a recorder to monitor for any voltage spikes on the specific circuit the pumps were on to look for any voltage spikes that may have caused an issue for the other equipment on the same circuit."

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Patient diagnosis: post heart transplant. Although requested, patient initials and weight were not provided.

Event description:
It was reported that there an event involving 2 pcus that were on the same patient. Both devices simultaneously alarmed with 120.4610 errors and unexpectedly shutdown. The customer stated: ¿alaris pumps both had "system error operating channels will continue as programmed. Code 120.4610. This patient was three hours post heart transplant with multiple life-sustaining drips running when this system error happened with 2 alaris pumps and eight channels of medications at the same time. Both pumps had been plugged immediately following or, and there was no "low battery" warnings for either pump. Our assessment from our biomedical engineer noted that the devices were plugged into a powermate which was plugged into emergency red outlets. The failure coincided with our facility¿s monthly generator test. After swapping out the pumps, there were no further safety concerns regarding the infusions being safely administered to the patient. At the time of pump alarms/failure, I had twelve drips running. Four pumps modules for each of three separate pc units. At the time of pump alarms/failure all three pc units were plugged into the powermate with the green light illuminated on the front. The powermate was plugged into a red outlet as per our normal. It should be noted that only two of the three pumps alarmed/failed and the third pump remained operational, thus indicating that the powermate was likely working properly and the red outlet was likely working as well. Both pcus passed diagnostic testing and the errors did not reappear, however some physical cracks were found on each battery." The customer stated there were no issues with the lvps, and that just the pcus were swapped. There was no patient impact.

Manufacturer narrative:
Addition: received additional information on medwatch 0504540000-2021-8001; added to b5.

Event description:
It was reported that there an event involving 2 pcus that were on the same patient. Both devices simultaneously alarmed with 120.4610 errors and unexpectedly shutdown. The customer stated: ¿alaris pumps both had "system error operating channels will continue as programmed. Code 120.4610. This patient was three hours post heart transplant with multiple life-sustaining drips running when this system error happened with 2 alaris pumps and eight channels of medications at the same time. Both pumps had been plugged immediately following or, and there was no "low battery" warnings for either pump. Our assessment from our biomedical engineer noted that the devices were plugged into a powermate which was plugged into emergency red outlets. The failure coincided with our facility¿s monthly generator test. After swapping out the pumps, there were no further safety concerns regarding the infusions being safely administered to the patient. At the time of pump alarms/failure, I had twelve drips running. Four pumps modules for each of three separate pc units. At the time of pump alarms/failure all three pc units were plugged into the powermate with the green light illuminated on the front. The powermate was plugged into a red outlet as per our normal. It should be noted that only two of the three pumps alarmed/failed and the third pump remained operational, thus indicating that the powermate was likely working properly and the red outlet was likely working as well. Both pcus passed diagnostic testing and the errors did not reappear, however some physical cracks were found on each battery." The customer stated there were no issues with the lvps, and that just the pcus were swapped. There was no patient impact and no known issues from infusion stopping briefly while pcus were swapped. Received a copy of medwatch from FDA, stating: "alaris progressive care units (pcus) both had "system error operating channels will continue as programmed. Code 120.4610." This patient was three hours post heart transplant with multiple life sustaining drips running when this system error happened with 2 alaris pcus and eight channels of medications at the same time. Both pumps had been plugged immediately following or, and there was no "low battery" warnings for either pump. The nurse was in the room but not actively using or programming pumps. Both pcus were swapped out to keep the medications running. The event occurred around the time of the monthly generator test. We have requested facilities set up a monitor on the circuit for the next generator test. The generator test happens though monthly for all of the hospital and this is not known to have caused problems in the past with any pumps. Also there was a third pump in the room and part of the same circuit that did not experience the failure. Test #1 test performed: log files pulled and diagnostic tests; date: [20/feb/2021] ; results: log files were pulled and confirmed error as well as the timing. The errors happened at the exact same time. 120.4610 error at 5:47:22 am on 01/16/21 standard diagnostic testing was completed and both pcus passed.; test #2 test performed: power recording during generator test; date: [20/feb/2021]; results: facilities intends to see up a recorder to monitor for any voltage spikes on the specific circuit the pumps were on to look for any voltage spikes that may have caused an issue for the other equipment on the same circuit."